Event description:
Boston scientific received information that the patient implanted with this left ventricular (lv) lead presented for a routine device follow-up. The patient complained of worsening shortness of breath and fatigue. Upon interrogation, the lv lead exhibited loss of capture (loc); a chest x-ray was performed and it was confirmed the lv lead was dislodged. Therefore, the lv lead was repositioned, with good lead measurements observed. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.